Event description:
It was reported that patient presented in-clinic for follow-up. Post-sensed t-wave oversensing was observed on the ventricular channel. The patient received inappropriate shock therapy. Programming changes were recommended. The patient will return for a follow-up to re-evaluate device.

Manufacturer narrative:
(B)(4).